Manufacturer narrative:
This report is submitted on january 13, 2022.

Event description:
Per the clinic, the patient experienced soft tissue overgrowth at the abutment site and subsequently underwent a tissue reduction surgery on (B)(6) 2021. However, the issue could not be resolved.

Manufacturer narrative:
Per the clinic, the patient experienced bacterial infection at abutment site and was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. Subsequently, the patient underwent a second tissue reduction surgery under general anesthesia on (B)(6) 2021. The implanted device remains. This report is submitted on january 26, 2022.